Event description:
It is reported that the tibial component did not seat flush on the medial side of the tibial plateau because the stem extension was preventing it from fully seating. The surgeon elected to remove the component before the cement set and implant a size 5 tibia without a stem extension so the implant could seat fully.

Manufacturer narrative:
This report will be amended when our investigation is complete.